Manufacturer narrative:
There is insufficient information to preform a product investigation.

Event description:
Tampax tampon ripped inside - vaginal [foreign body in reproductive tract] tampon broke inside when I pulled the tampon out [complication of device removal] tampon broke, ripped [device breakage] case description: consumer contacted via e-mail and stated that the tampon broke inside her when she pulled the tampon out; half of it ripped inside her like cotton wool. No serious injury was reported.